Event description:
It was reported that contamination occurred. The target lesion was located in the peripheral artery. A 4.0mmx80mmx135cm sterling balloon catheter was selected for use. Upon opening the package, it was observed the presence of a foreign material inside the packaging. The device was considered contaminated prior to use. The packaging was reported to be intact with no visible damage. The affected device was not used and the procedure was completed. The patient was present at the time of the event, however, no patient complications were reported, and the patient outcome was noted as fully recovered.

Manufacturer narrative:
Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient anatomy and/or condition.